Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 mg/dl and small ketones; cause was not known. A correction injection was administered to address bg. A full pump system check was performed and the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.